Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for pacing impedance variation and sensing integrity counter (sic). The sic was reproducible with provocative movements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that there was a suspected fracture of the rv lead. The patient¿s ejection fraction had improved, so it was decided to turn rv lead detections off. The rv lead remains in use.